Manufacturer narrative:
Product complaint # ==> (B)(4) updated section on this medwatch report: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during treatment of occlusion from the m1 bifurcation section of the middle cerebral artery (mca), right or left unknown to the inferior trunk, an 8fr optimo guiding catheter was inserted and delivered to the ic top and a 132cm embovac 71 aspiration catheter (ic71132ca, 30557980) was used. When suction was done, the soft distal part was crushed, and it was unable to be used. It was replaced with another device and the procedure was completed with no patient injury reported. Additional information received indicated that concomitant products included a synchro guidewire, optimo balloon catheter, and an unspecified microcatheter. There was a little thrombus at the distal. There was a slight resistance felt inside the suction catheter when the embovac was being retracted as per the instructions for use (IFU). It was slowly retracted but the distal end became stretched after being removed. A strykercat6 was used at the same region and there was a little resistance felt but the suction catheter was undamaged. A direct aspiration first pass technique (adapt) was used combined together with an embotrap iii. There was no excessive force applied. There was no device separation reported. The product was removed intact (in one piece) from the patient. The device was not advanced or withdrawn against resistance. No additional intervention was needed to remove the device from the patient. An adequate flush was maintained through the devices. The event did not cause a prolongation of the procedure. A non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch. Presence of hydrophilic coating was confirmed. The braid mesh portion of the device had a stretched portion of 3.5 cm (1.377 inch) of length, starting at 3.5 cm (2.125 inch) from the distal end, and there are 2 horizontal compressions at 3.5 cm (1.377 inch) and 11.5 cm (4.527 inch). The shaft portion next to the braid mesh was noted to be compressed at 15.5 cm (6.125 inch) from the distal end. A bent was also noted on the shaft at 34.3 cm (13.500 inch) from the distal end. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. A non-sterile unit 132cm embovac 71 asp. Catheter was returned to cerenovus for evaluation. Upon arrival, the working length of the catheter was verified, and it measured 134.5 cm (52.952 inch) due to the stretched portion present on the distal end of the catheter. The presence of hydrophilic coating was verified. The damages captured on the photos documented in the complaint are consistent with the damages found on the physical device and further evaluation is described below: the braid mesh portion (distal end) of the device had a stretched portion of 3.5 cm (1.377 inch) of length, starting at 3.5 cm (2.125 inch) from the distal end, which is consistent with the issue reported by the field; as stated in the additional information documented in the complaint, this damage occurred when the embovac was being retracted as per the IFU. Additionally, the stretched portion was noted to have the coating frayed; this damage could be secondary to the stretched condition, however, the exact timing of when this condition occurred could not be determined. Also on the braid mesh portion, there are 2 horizontal compressions at 3.5 cm (1.377 inch) and 11.5 cm (4.527 inch) from the distal end where fingertips seemed to be used to hold the catheter, these damages are unlikely to have been caused by the rotative hemostasis valve (rhv) overtightening as the compressed portions are not elongated. The timing of when these conditions occurred could not be determined but it is suspected to have occurred sometime during the post-operative handling of the device, otherwise, they may have procluded the embovac catheter to be advanced up to the target position due to the od increase on these areas. These damages are unrelated to the customer complaint. Similarly, although not documented in the photos, the shaft portion next to the braid mesh was noted to be compressed at 15.5 cm (6.125 inch) from the distal end. This damage seems to be consistent with the damage caused by rhv overtightening and must have occurred during the removal of the embovac catheter. This damage is unrelated to the customer complaint. An additional damage was noted on the distal body of the catheter at 34.3 cm (13.500 inch) from the distal end that is consistent with bending, this damage may have occurred during the post-operative handling of the device or decontamination process as it is not covered by the event description, nor the photos documented in the complaint. This damage is unrelated to the customer complaint. The catheter was confirmed to be within specifications as related to the outer diameter (od) and inner diameter (ID) on the non-damaged portions. The customer complaint regarding the embovac catheter being crushed on the soft distal part was confirmed based on the finding noted on the stretched area of the braid mesh, however, damages observed may have been related to intraprocedural factors since no contributing factors were identified from the device. Since the concomitant devices were not facilitated to the lab, no further evaluation could be conducted. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during treatment of an occlusion from the m1 bifurcation section of the middle cerebral artery (mca), right or left unknown to the inferior trunk, an 8fr optimo guiding catheter was inserted and delivered to the ic top and an 132cm embovac 71 aspiration catheter (ic71132ca, 30557980) was used. When suction was done, the soft distal part crushed, and it was unable to be used. It was replaced with another device and the procedure was completed with no patient injury reported. Additional information received indicated that concomitant products included a synchro guidewire, optimo balloon catheter and an unspecified microcatheter. There was a little thrombus at the distal. There was a slight resistance felt inside the suction catheter when the embovac was being retracted as per the instructions for use (IFU). It was slowly retracted but the distal end became stretched after being removal. A strykercat6 was used at the same region and there was a little resistance felt but the suction catheter was undamaged. A direct aspiration first pass technique (adapt) was used combined together with a an embotrap iii. There was no excessive force applied. There was no device separation reported. The product was removed intact (in one piece) from the patient. The device was not advanced or withdrawn against resistance. No additional intervention was needed to remove the device from the patient. An adequate flush was maintained through the devices. The event did not cause a prolongation of the procedure. Based on the visual analysis of the pictures received, the distal tip was found frayed.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the visual analysis of the pictures received, the distal tip was found frayed. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A manufacturing record evaluation was performed for the finished device 30557980 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.